Event description:
The pt was being transferred from the bed to the wheelchair. The pt fell backwards into the chair. This is the second occurred of this event. No injuries were reported in either case.